Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead dislodgement causing intermittent non capture was noted on the right ventricular (rv) lead three days post implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.